Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately 19 months ago. It was reported that the patient presented emergently with abdominal pain. Imaging showed aneurysm enlargement. Four days later the patient was transferred to the hospital where the stent grafts were originally implanted. Additional imaging was done and showed aneurysm enlargement with a distal type I endoleak on the left side. The physician determined that the disease had progressed down the left side and the distal seal was lost which caused the limb to pull back slightly. An endurant (B)(4) was implanted to address the endoleak which required the left internal iliac artery to be intentionally occluded. The endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration, endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression).